Event description:
The label on the package did not match the product contained in the box. The event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the manufacturer's evaluation suggest that the probability of a product identification/labeling issue is highly unlikely since the lots of product in question were mfg more than 5 months apart.